Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection. According to the reporter: after the initial firing was done and the intestinum rectum was cut as usual, a doctor confirmed no staple was fired on the tissue at all. Then the concerting part was sutured manually by the transanal route instead of dst anastomosis and this change extended or time more than 30 mi. When the doctor tried again with use of the concerning one, found it could fire successfully with normal formation of staples confirmed. No patient harm. The patient current status: good no problem in release of device from tissue. Operating time extended: more than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Patient info: gender: unknown, age: unknown, weight: unknown.

Manufacturer narrative:
(B)(4).